Event description:
The hospital has been using depuy pinnacle impactors for its orthopedic cases. Recently there have been problems with the hard plastic handles cracking and subsequently breaking, which could potentially result in small plastic fragments being left in the operative site. The company's rep for the hospital was contacted and notified of the problem. The response received was that the impactors almost always crack immediately upon use and that they did not want to replace the impactors "until they broke". A continued use of the instruments with cracks in them, as recommended by the rep, make it nearly impossible to clean the instrument, resulting in infection control concerns and patient safety concerns.

Event description:
Eval of the incident described in the medical report: two 2360-71-000 duraloc straight cup impactor instruments were returned for eval, and examination confirmed the report that the handles had cracked. Investigation found that both instruments had been mfg prior to a design improvement to the instrument's handle. The design change was implemented in 8/2003, and the returned instruments were mfg in 10/2002 and 2/2003. A need for additional corrective action was not indicated. 3. The co sales office reported this event, and shipped the damaged instruments to depuy, on 4/20/2005. Subsequently, on 5/18/2005, depuy received a copy of the user facility's report. Depuy has not submitted a medwatch report for this event.